Manufacturer narrative:
The pump passed the displacement test and self test. No unexpected the critical block and inverse critical block did not add to zero. Alarms during testing however the critical block and inverse critical block did not add to zero alarm is found in the formatted history file due to a software error. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had pump error suddenly happened and the teacher tried clearing the alarm and pump restarted. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer performed self test and it was passed. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.